Event description:
It was reported that the healing abutment would not seat in the implant, and they believe the implant threads may be damaged. Implant was placed by doctor and a bone profiler was used. After the bone profiler was used, the appropriate encode healing abutment would not seat and would not drop in the hex of the implant. There is a possibility that the internal aspect of the implant was stripped. The implant needed to be replaced with another implant at time of surgery.

Manufacturer narrative:
Zimvie complaint: (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Unknown dental healing abutment, lot number unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number; h2: if follow-up, what type; h3: device evaluated by manufacturer; h4: device manufacturer date; h6: type of investigation; h6: investigation findings; h6: investigation conclusions; h10: additional narratives/data. The device was not returned for evaluation. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for a similar event and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.